Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets adhesive events on 23-feb-2026. The patient reported infusion set patch did not stick to skin upon insertion. The patient replaced infusion sets and resumed insulin successfully. No further information is available.